Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that while broaching femur the circular strike plate on the end of the broach handle broke off. It appears the weld failed after being used many times. Nothing fell into the patient and the procedure was completed using a second device. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One offset flex clamp broach hndl item# 31-555408 lot# 609030 was returned and evaluated. Upon visual inspection the strike plate has fractured from the handle of the device. The handle has impact marks along the shaft of the device. The strike plate has indentations on both the top and bottom side of the plate. The features of the fracture surface visually align in which an overload fracture failure mode was identified. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.